Event description:
It was reported that the atrial lead was replaced and when the physician connected the new lead to this implantable pacemaker, it did not pace as expected. The pacing polarity was changed from unipolar to bipolar, the connection between the lead and device was checked and everything seemed appropriate, however, the device was still not pacing. The device was then replaced and pacing was adequate. No additional adverse patient effects were reported. The device is expected to be returned for analysis.